Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an ongoing cough associated with a collapsed lung, chronic obstructive pulmonary disease, and lung cancer. The patient has received medical intervention in the form of a doctor's assessment and prescribed radiation therapy. The manufacturer has attempted to arrange for the return of the device for evaluation to the manufacturer's product investigation lab. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an ongoing cough associated with a collapsed lung, chronic obstructive pulmonary disease, and lung cancer. The patient has received medical intervention in the form of a doctor's assessment and prescribed radiation therapy. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Section h6 updated in this report.